Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6);.

Event description:
Reporter stated the infusion device shut-down without providing the expected error message. No adverse event was reported. It is unknown if the alleged product will be returned for evaluation.